Event description:
It was reported that patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to infection. All components were explanted and replaced. No adverse patient effects. Additional information was received. Infection was located in scrotum. Components were explanted and replace after washout.